Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to use multiple daily injections as backup therapy and provided instructions for storage mode and returning the problematic pump. A replacement pump with updated software was sent to the customer.